Event description:
After completion of a seven hour orthopedic shoulder surgical procedure it was noted that a pressure ulcer had developed where the head constraining face mask comes in contact with the chin.====================== health professional's impression======================pressure exerted by the face mask during the long procedure must have been excessive. This may have resulted to some extent from the patient sliding down the table during the procedure.====================== manufacturer response for surgical table accessory., t-max beach chair======================the manufacturer pointed out that use of the patient legs restraining belt was not optimally located by the surgical team possibly allowing the patient to shift during the procedure creating greater than intended pressure between the face and mask.